Event description:
It was reported that the patient received inappropriate therapy. High impedance and oversensing were observed on the high voltage lead. The lead was capped and replaced, the patient's condition was good after the procedure.